Manufacturer narrative:
(B)(4). The report was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for evaluation. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Therefore, the probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in pediatrics, the guidewire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.